Event description:
Customer reports that his device read 475mg/dl while the hospital's device read 92mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.